Event description:
A cracked or shattered touchscreen was reported, making the pump's display illegible and unusable for interaction. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.